Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve, other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve, other (unspecified event). There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer confirmed that evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint, or address the symptoms specified. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.